Manufacturer narrative:
The insulin pump had moisture damage on keypad traces. All buttons functioned properly. No button error alarm noted during testing. The insulin pump functioned properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. No moisture damage inside insulin pump noted. The insulin pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window thru reservoir tube, cracked battery tube threads and cracked display window at the upper left side corner.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the buttons were not working at all. Customer's blood glucose was in the 300 to 399 mg/dl range. The customer stated she jumped into a pool for three minutes before realizing the pump was still on. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.